Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible (370769 - MDR ref#3001845648-2022-00555).so she gave up and used the new zso-7-12.they did not change the wire guide. (373260 - this complaint) user error: incorrect wireguide size used with replacement zso-7-12. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 02-mar-2023.

Manufacturer narrative:
Device evaluation: 1 x zso -7-12 of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review could not be completed as the lot number is unknown. This file deals with an incorrect size wire guide used on the device which has been attributed to user error. Lab evaluation: n/a. Image review: n/a. Documents review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all zso-7-12 are subjected to visual and functional checks to ensure device integrity. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿refer to pack-age label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.